Manufacturer narrative:
(B)(4). Event occurred during the implant procedure. Device was not implanted/explanted. (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, during an initial implant procedure a screw head moved after the screw was already tightened. Another screw was inserted and the surgery was finished. There was a surgical delay of twenty (20) minutes reported. No fragments were generated and no other medical intervention was required. Procedure was successfully completed. There is no information available about patient and surgical outcome. Concomitant reported part: locking cap (part # unknown, lot # unknown, quantity: 1). This report is for one (1) cancellous polyaxial screw. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: device history records review was conducted. The report indicates that: DHR review for: part # 04.615.026s lot 9858586; mfg location: (B)(4); mfg. Date; 17-jul-2015; expiration date: 31-jul-2025; packaged by: (B)(4); part #: 04.615.026s, lot #: 9870899 (sterile) - 3.5mm ti cancellous polyaxial screw 26mm for 4.0mm rod-sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was conducted /performed. The report indicates that the: investigation was performed by (B)(4): it was reported that a polyaxial screw (04.615.026s lot 9870899) ¿moved even though the screw had already been tightened up¿. The screw was replaced and the procedure completed successfully after a 20 minute surgical delay. The returned polyaxial screw was examined and no defects or deficiencies were identified which may have contributed to the reported complaint condition of loose. Minor finish wear was noted consistent with device being implanted and explanted. As no defects or deficiencies were identified and the complaint condition was unable to be replicated, the complaint is unconfirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. As no defects or deficiencies were identified and the complaint condition was unable to be replicated, the complaint is unconfirmed, no product design issues or discrepancies were observed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.